Event description:
This supplemental report is being filed to provide additional information that the patient said the device was infected and it will need to be explanted. Technical services referred the patient to the doctor. There were no additional adverse patient effects reported. The system remains implanted. It was reported that the patient had a pocket revision due to a hematoma. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had a pocket revision due to a hematoma. There were no additional adverse patient effects. The system remains implanted.